Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged post transcatheter aortic valve replacement approximately one week post procedure. The implantable pulse generator (ipg) was reprogrammed and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.